Manufacturer narrative:
(B)(4). The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
--

Event description:
Boston scientific received information that this patient underwent an upgrade procedure. It was noted that the existing right ventricular (rv) lead was fractured. Therefore, the lead was removed from service and replaced. No adverse patient effects were reported

Manufacturer narrative:
(B)(4) upon receipt in our post market quality assurance laboratory, visual inspection noted an abrasion at the proximal region of the distal shocking coil which was most likely due to lead-on-lead contact. Electrically, the lead was found to be continuous. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.